Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) in the right atrial (ra) channel due to high out of range pacing impedance measurements greater than 3000 ohms. Additionally, it was noted that there was also oversensed noise on the ra channel which led to pacing inhibition. Technical services (ts) was contacted and mentioned there were several instances of false atrial tachy response (atr) and that there were also high capture thresholds. It was also suspected that the false atr episodes and high ra rate were depleting the battery more quickly and therefore, the right atrial automatic threshold (raat) test was turned off. Ts recommended possible reprogramming options. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.